Event description:
It was reported during a post-implant device check, the right ventricular lead exhibited a sensing anomaly; a micro-dislodgement was suspected. The physician elected to explant and replace the lead. The patient was in stable condition post surgery and would continue to be monitored.